Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced a hypoglycemic episode. Blood glucose values dropped to 40 mg/dl while wearing the pod between 4 and 24 hours in the arm. The patient reportedly passed out. As treatment, patient was given orange juice.